Event description:
It was reported that approximately two weeks post implant, the right ventricular (rv) lead was explanted and replaced due to perforation and intermittent chest discomfort. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d4 crt-d implanted on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during a device check, the right ventricular (rv) lead exhibited high thresholds for at least three days and there was rv lead displacement. There was also a rv impedance warning and suboptimal rv lead signal amplitude. The patient reported ¿feeling a stabbing pain under their arm on the left side¿ and later came in for a device check, which confirmed rv lead non-capture. A transthoracic echocardiogram (tte) demonstrated left ventricular ejection fraction (lvef) of 33% with no pericardial effusion. It was noted that it was difficult to assess the rv lead positioning on the echocardiogram. Following the replacement procedure, device interrogation noted appropriate capture, sensing and lead impedances and the patient was discharged in stable condition. The patient is a participant in a clinical study.